Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s power management board needs to be replaced to address the issue. No repairs will be done as the device is to be scrapped.